Event description:
The only reported failure description is "rs" which is not enough to determine reporting, but the described problem may in worst case lead to a hazardous situation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer, which concluded that the error could be reproduced. A pressure regulator on the backup gas rack was found with a leakage. The connector of the pressure regulator was unscrewed and after lubricating all seals, it was remounted and was confirmed to be leak proof. A successful functional check was performed and the anesthesia system was cleared for clinical use. Based on the above, the reported issue was caused by a leaking pressure regulator. The true cause has not been determined.

Event description:
Manufacturer's reference number: (B)(4).